Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer states that damaged may have been caused by scrapping insulin pump against a wall. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads and a cracked reservoir tube lip.